Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced the pump had a crack at the back of the pump. All the way to the bottom. Metal piece under the battery cap was loose. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia. Hyperglycemia treated with manual injection/insulin pen, hospitalization: overnight stay. Customer had high bg and dka issues for about 5 days. The event involved product(s) mmt-1880, mmt-7020la, mmt-332a, unomedical. Customer did not feel ok to troubleshoot. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. Customer reported, battery cap damaged. Damage is on metal contacts. The insulin pump was used within 48 hours of the event. The smart guard/auto mode was active at the time of the event. No further patient complications were reported. Mmt-1880 was requested. And customer response was, the device will be returned. The customer will discontinue use of the device. No product return is required for mmt-7020la, no product return is required for mmt-332a, no product return is required for unomedical.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.